Event description:
Customer stated that the insulin pump alarmed during the prime/rewind process. The back plate of the insulin pump blew off. The blood glucose reading is 134 mg/dl. The drive support cap is protruded. Customer attempted to glue the drive support cap on. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Cracked reservoir tube lip, cracked reservoir window and scratched case noted during visual inspection.